Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred during a procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received for evaluation. The returned sample was visually inspected and found non-conforming with white foreign material on the port face. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was found to be non-conforming for actuation. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe needle was not bent, however, the inner cutter was observed to be slightly bent. A couple gouge marks were observed along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the returned probe sample had a cut failure. The evaluation indicated that the probe had an actuation failure. Although the cut functionality of the returned probe was conforming the observed actuation failure could have contributed to the reported cut failure. The most likely root cause for the actuation failure is from the bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (needle and shell removed), the probe was able to actuate. The exact root cause of the bent inner cutter cannot be determined from this evaluation. The exact root cause of the bent inner cutter could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).